Event description:
On (B)(6) 2022, I had smile lasik performed with a zeiss visumax machine. I was on anti-inflammatory and antibiotic ophthalmic solutions for 7 days post-procedure. Day 1 after the procedure, my vision was perfect. Day 2, I began noticing lines were less sharp than the previous day. Each following day, I noticed decreased sharpness and lines then by day 4/5 I distinctly noticed both horizontal and vertical double vision. Symptoms peaked approximately 3 weeks post-procedure. Between 4 and 8 weeks, the horizontal double vision stopped and vertical double vision remained. I saw an ophthalmologist who found no issues with my cornea and 3x additional specialists (neuropathologist, neuromuscular, and neurologist) along with 2x MRI's where no issues with my retina/brain/muscles were found. It's 6+ months later, the vertical double vision remains with no change in quality the past ~3 months.